Event description:
Approximately fourteen days post index procedure, the patient was hospitalized and wasn't showing any symptoms. Coronary angiography (cag) was conducted for the percutaneous coronary intervention (pci) of another lesion and thrombus was confirmed in from the proximal edge to inside the cypher stent. Additional information was received that indicated this complaint was previously reported, but was registered in (B)(4). The lesion length was 16.3mm and vessel diameter was 3.11mm. Ivus was not used after initial placement of the stent. The thrombus was confirmed from the proximal edge to inside the cypher stent. The day the thrombus was treated, ivus was conducted and the stent apposition of the cypher implanted at the distal right coronary artery (rca) was confirmed to be insufficient. The patient was compliant with antiplatelet therapy. The patient was not immunocompromised and does not have a history of blood clotting disorders. As of the last patient follow up in 2006, the patient was fine, however, the patient's condition after that is unknown. The physician indicated that the probable cause of the sub-acute thrombosis (sat) was because the lesion was originally thrombotic and the stent apposition of the cypher was insufficient.

Manufacturer narrative:
Concomitant medications: (B)(6) 2005: ticlopidine hydrochloride (200mg/day). The product, cypher (B)(4), is not distributed in the united states, however, it is similar to the united states product, cypher sirolimus-eluting coronary stent. The index implantation of a 3.5x23mm cypher was an emergent procedure due to an acute myocardial infarction (mi) with a thrombotic total occlusive lesion in the distal right coronary artery (rca). In-stent thrombosis was confirmed fourteen days later when the asymptomatic patient returned for a planned staged procedure of another unknown lesion. Thrombus was confirmed from the proximal edge to inside of the cypher stent. The in-stent thrombus was treated with thrombolytics and balloon angioplasty with a 3.25x18mm powersail balloon at 20atm for 30 seconds. It was reported that the physician commented that the probable cause of the sub acute thrombosis was because the lesion was originally thrombotic. The safety and effectiveness of the cypher has not yet been established in patients with unresolved vessel thrombus at the lesion site. Additional information reported via (B)(4) study reported that at the time of the treatment of the instent thrombosis, ivus was conducted and the stent apposition of the cypher in the distal rca was confirmed to be insufficient. Antiplatelet therapy initiated at the time of the index procedure included aspirin 200mg/day and ticlopidine 200mg/day. However, it was reported that the patient was not compliant with the antiplatelet therapy. At six month follow-up the patient was fine with continuation of antiplatelet therapy for unknown duration. There is no further information regarding the patient's status since then. At index procedure, the (B)(6) male had a history of acute mi, hypertension, lipid metabolism abnormality and diabetes. The total occluded thrombotic de novo lesion was 16.3mm, with a vessel diameter of 3.11m, type b2, without calcification or tortuosity. A thrombolytic agent was administered and aspiration was conducted. Predilation, as outlined in the instructions for use (IFU), was no performed. The 3.5x23mm cypher was implanted at 12 atm for 30 seconds. Post dilation was not conducted and ivus was not conducted. Pre-procedure timi flow was 0 and post timi flow was 3 with a residual stenosis of 0%. Act was not measured. The stent remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot i0605091 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Sub-acute thrombosis is a known potential adverse event associated with coronary artery stent implantation. This patient's emergent presentation at index procedure with an ami and occlusive thrombus puts him in a hypercoagulable state and at increased risk for thrombotic events. This along with the reported under-expansion of the stent which had not been post dilated and non-compliance with antiplatelet therapy are identified factors likely contributing to the reported events. With review of the available information it appears that patient, procedure, and pharmacological factors contributed to the event. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.